Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5 and d8.

Event description:
Additional information was received from the customer which confirmed the b30 error occurred at the beginning of the procedure. The procedure was completed with a similar device. There was no delay reported with the procedure. There was no patient harm or consequence reported as a result of the event.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. The customer stated the contacts on the scope were cleaned, but the error returned. The customer tried other 190 series scopes, and all displayed the error. Tac asked the customer if there was power on the unit between swapping scopes and customer confirmed there was. The customer stated the scopes work in other rooms. Tac recommended to the customer to send the unit in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.